Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. The receiver data log was reviewed. The complaint of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, receiver, and smart device. Dexcom representative advised patient to turn off all other bluetooth devices which resolved the connection for the reported issue. No additional patient or event information is available.